Event description:
It was reported that the customer's insulin pump does not alarm when the reservoir is empty or not delivering insulin. Low reservoir alarms were verified in the alarm history. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The empty reservoir alarm feature functioned properly and no empty reservoir alarm anomaly noted. However, the insulin pump was received with cracked case at display window corner, minor scratched display window.